Manufacturer narrative:
Concomitant medical products: evolutr-29-us transcatheter valve, implanted (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the ER (emergency room) two days post implant with complaint of tiredness, lightheadedness, weak, and short of breath. It was found that the right ventricular (rv) lead had loss of capture and high thresholds. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.